Manufacturer narrative:
Device history record review: the DHR for this product and lot was reviewed and the following was found: this product did not have any ncr. No deviation was documented during this manufacturing process. All the applicable tests during the in process and final inspections were conducted in order to ensure product integrity and documented with acceptable results according to applicable procedures. No reworks/re-inspections were performed to this finish good lot #10lr08001. The sample was not received for evaluation, therefore, the complaint is deemed as unconfirmed. (B)(4) will continue monitoring this type of incident per current procedure.

Event description:
A peritoneal dialysis patient reported that he kept getting alarms indicating solution was leaking, he reportedly saw solution leaking everywhere. There is no report of patient injury. There is no sample available for evaluation.